Event description:
It was reported that the device was found in back-up mode after delivering high voltage therapies. Oversensing of noise was observed on the right ventricular (rv) lead. Lead damage was suspected on the rv lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2024-00251.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power-on reset as a result of low battery voltage. The device performed numerous high voltage charges for high voltage therapy. The cause of backup operation was consistent with low battery voltage resulting from numerous high voltage charges. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.